Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va1g130, product type: lead. Product ID: 3389s-40, lot# va1end8, product type lead. Product ID: 3389s-40, lot# va1g130, product type lead.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient was showing high intraoperative impedance. The patient¿s healthcare provider determined that the high impedance was due to the patient¿s brain anatomy. The leads were replaced anyway to ensure there were not any issues. A third lead was placed but also showed high impedance. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
Concomitant product(s): information references the main component of the system and other applicable components are: product ID :neu_stylet_acc, lot# unknown, product type: accessory. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: 3389s-40 ,lot# va1g130, implanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va1end8, product type: lead. Product ID: 3389s-40, lot# va1g130, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code applies to the two returned leads (lot#: va1g130, va1end8). Conclusion code applies to the third lead (lot#: va1g130). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during stage 1 surgery on date notified impedance measurements were taken, which showed as out of range. Specifically, 01 = 7,700 ohms, 02 = 6,200, 12 = 10,000, 13 = 8 ,600, and 23 = 5,500. The rep indicated that they had replaced the lead once already and the multi lead trial cable (mltc), with it inquired if the lead was viable. The twist lock cable was reportedly replaced as well. It was reviewed that as it stands the patient will likely only get therapy on contact 03, with the rep stating that they have gotten a motor response from the patient but cannot elicit a side effect when up to 8v. The patient did not have any symptoms associated with the high impedances. It was noted that they would test the implanted lead on may 11, 2017 during the stage 2 surgery.

Manufacturer narrative:
Analysis of the lead (lot#: va1end8) found that the distal end of the lead was bent within design specifications. No significant anomalies were found. Electrical testing of the lead segments determined that continuity was complete and there were no electrical shorts between the circuits. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Analysis of the lead (lot#: va1g130) found no anomalies. The returned lead passed all functional testing in the laboratory. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Results code and conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.